Event description:
Severe skin reaction to abbott freestyle libre cgm sensor applied on new (previously unused) site on upper left arm. For 10 months prior, the sensors (10 day duration) have been applied without any issues.